Manufacturer narrative:
E1: (B)(6). H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was spotted an error with the color coding and incorrect cannula gauge (size). There was no patient involvement and no patient harm/adverse event reported. R.

Manufacturer narrative:
The following fields were updated with corrections: b5. Describe event or problem: it was reported that there was an error with the color coding and incorrect cannula gauge (size). There was no patient involvement and no patient harm/adverse event reported. D3. Manufacturing plant name: smiths medical italia srl d3. Manufacturing plant address 1: via della stazione, 2 d3. Manufacturing plant city: latina scalo d3. Zip code: '0401 d3. Manufacturing plant state: na d3. Manufacturing plant country: ita d4. Primary UDI number: (B)(4) g4. PMA/510(k) #: na h6. Investigation codes: updated. Investigation summary: no product was returned, but a photograph showing the discrepancy was provided by the customer. Visual analysis of the picture confirmed the defect: the unit belonging to the lot number 4329709, which as per DHR belongs to product code 306639 protectiv plus 20g, shows a wrong color-coded band on the blister: yellow (24g) instead of pink (20g). Apart from the color tab, all the information printed on the top stock of the blister is correct, including the gauge size. Based on the investigation results, the available evidence shows that the reported issue is not associated to a systemic manufacturing-related failure: the wrong color tab on the unit is probably the result of an operator error, that based on the above evidence may be considered an isolated occurrence. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. After a complaint trend analysis, no trend was identified for the referenced defect. No corrective action will be implemented at this moment; however, we will monitor the recurrence of this type of defect and if a trend will be identified, a corrective action will be recommended. All justified complaints are discussed during the mrb monthly meeting in order to identify potential trend and preventative or corrective action for the product improvement. Complaints details are also shared with the production floor in order to raise operators¿ awareness on the type of defects reported. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was an error with the color coding and incorrect cannula gauge (size). There was no patient involvement and no patient harm/adverse event reported.